Event description:
It was reported that balloon ruptured occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified near the cephalic vein anastomosis. A 5.0mm x 100mm x 50cm athletis balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of same device. There was no patient complications reported, and the patient was in good condition after the procedure.